Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse regarding a patient's implantable neurostimulator (ins). Caller said the device isn't working and the patient is having bladder leakage problems. The caller originally provided the patient programmer (pp) model number, but it was explained that the patient has an ins that the pp is controlling; the caller wasn't sure what wasn't working or what the status of the ins was. As a result of what was reported, the caller was redirected to have the patient call the manufacturing company for a potential replacement of their pp if that is not working and/or get a healthcare provider (hcp) listing if the ins needs to be checked. No further patient complications have been reported as a result of this event. Additional information received from the patient on (B)(6) 2018. Caller repeated the information that was initially reported: controller not working and leaking. The call center attempted to gather additional information, but the call center noted the patient was difficult to understand and there were some phone challenges during the call. The call center asked if the patient had their controller with them and the patient noted they have two of them. They elaborated by saying they have an implant on each side and neither one is working. The call center asked the patient if they can troubleshoot over the phone. The patient said they don't know what good it would do, but they checked the right side ins and received a screen that sounded like the poor communication screen. During the call, the patient replaced the batteries. When asked when the last time their implants were checked, patient said it has been a long time. They saw a new healthcare provider (hcp), but they didn't check the implants rather told the patient that they would next year. The patient was dissatisfied and told the hcp that they were having leakage and prostate issues, but the hcp told them not to come back for a year. The call center was going to check listings, but they told the patient there is a possibility that ins could have depleted after noticing the age of the implant; the patient then ended the call. The event date for controller not working was about three months ago. The call center could not collect any additional information. No further patient complications have been reported as a result of this event.